Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that she received a blood glucose result of 218 mg/dl at 1:30pm on her aviva system. The customer then gave herself a bolus based on result and 45g of carbs. The amount of insulin bolused was unknown. Several hours later, at dinner time, the customer was having symptoms of hypoglycemia. The patient experienced symptoms of feeling confused, was sweating, and had difficulty standing. The daughter treated the customer with candy and at 6:00pm the daughter called the paramedic's. At 6:10pm the paramedic's received a blood glucose result of 48 mg/dl. The paramedic's attempted to treat the customer with glucose gel, but the customer refused treatment. The customer's daughter treated her with more chocolate and the customer's symptoms subsided. At 6:25pm the customer received a blood glucose result of 263 mg/dl on her aviva system, a result in the "90's mg/dl" on the paramedic's meter, and at 6:29pm a result of 199 mg/dl on her aviva system. All results were obtained within 10 minutes. The paramedic's did not provide any treatment. The customer was not taken to the hospital. Return of the suspect device was requested for evaluation.